Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012710772); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic valve evfxplus-34, the valve was loaded successfully and a pre-implant balloon dilation was not performed. During the initial deployment attempt, an infold in the valve frame was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the capsule of the delivery system. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state. The inflow aspect displayed a reniform appearance. As received, leaflet 1 and leaflet 2 appeared partially open while leaflet 3 appeared partially closed with a gap between the free margins. All leaflets were slightly stiff yet flexible. Leaflets showed evidence of creases and frame imprints. Creases and imprints were also noted along the outer wrap. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded, with the reniform inflow aspect resolving. However, the valve appeared to retain a compressed state. It is possible the retained compressed state may be associated with the valve having been inside the capsule of the delivery system for an extended period of time. There were no signs of bends or kinks to the frame. Due to the returned condition of the valve, a deployment simulation could not be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 additional codes image review: media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed showing inflow crown overlap just prior to node 4 which would be considered a good load. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. It was reported that a pre balloon aortic valvuloplasty was not performed prior to the implantation attempt. As stated in the instructions for use (IFU), adequate predilatation can help reduce the need for post dilatation and may mitigate the occurrence of infolding. Predilatation is specifically recommended prior to implantation in the following situations: moderate-severe calcification; bicuspid anatomy; size 34 millimeter (mm) valve. It was reported that during the initial deployment attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant, a procedural delay of 7-10 minutes resulted from the infold. Per the ph ysician, there were no anatomical features that contributed to the infold.